Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35r 6/box lot# 73b2200424 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device fired open staples, which did not close on the surgical breach. There was no reported patient injury.